Event description:
Facility reports, the care provider was moving the resident in an ambulift and the lift immediately dropped down. The resident fell to the floor and hit resident's head. Resident required thirteen stitches.